Event description:
The user facility reported their surgical table tipped while trying to reposition a patient. No injuries or procedural delays or cancellations were reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the table, and found it to be operating properly. The technician also identified the table had bariatric extenders installed on the table. These extenders increase the width of the table top to accommodate bariatric patients. The patient was strapped to the table and weighed approximately (B)(6). Four members of the or staff attempted to roll the patient onto their left side. The table began to tilt to the left side. The staff was able to prevent the table from further tipping and repositioned the patient back to the center of the table. The hand control was not used and the customer was unsure whether the table top tilted or the entire table tilted. The or staff repositioned the patient a second time more cautiously and successfully moved the patient without tilting or leaning. The technician tested the table's floor lock function as well as all table articulations and confirmed the table to be operating according to specification. When the or staff attempted to roll the patient to one side, they inadvertently applied sufficient lateral force which made the table tip and cause the reported event. The center of gravity on the table was shifted and the lateral forces carried enough momentum to tip the table. However, when the or staff repositioned the patient a second time, proper precautions were taken to ensure these lateral forces were minimized/eliminated and the patient's mass did not accrue angular momentum sufficient to cause the table to tip.